Event description:
It was reported that a home patient (hp) had a homechoice automated pd set with cassette that leaked while connected to a physioneal 40 2.5% 5l single clearflex bag (baxter product). The hp described the location of the leak as the connector, which was activated. This occurred before the hp's therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.